Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer was hospitalized for high bgs. Customer reports pump skips when trying to fill reservoir and is louder during rewind. Customer alleges pump is malfunctioning (blank display) and called ems for support. Unit received with a depleted kirkland signature alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. No under delivery anomaly or over delivery anomaly noted. Unit was able to complete and pass the rewind test. Inserted a test p-cap and a water filled reservoir into the reservoir compartment. The unit recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. No prime/fill anomaly, rewind anomaly or unexpected motor noise anomaly noted during testing. The motor was tested outside of the unit and passed. Unit powered up properly after the test battery was installed. Unit was also programmed and monitored for 2 days. No blank display noted. The power connector was plugged in properly. No damage noted on the electronic assembly, motor or force sensor during visual inspection. History download was successful using thus and carelink upload was successful. Unit had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Device tested ok with no device problem found. Pump was returned for rewind anomaly and for malfunction. Test analysis indicates rewind anomaly is not confirmed. Device was capable of passing all tests with no over/under delivery anomalies and no anomalies during rewind test. Blank display is not confirmed. Device monitored for 2 days and no blank display noted. Unable to confirm customer allegations. Unable to verify customer alleged for high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer was dispatched emergency medical services on (B)(6) 2021. Customer blood glucose was 489 mg/dl. Customer stated symptoms related to high blood glucose that were vomiting, nausea and difficulty in breathing. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report in section b5. Additional information of auto mode has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer called emergency medical services because insulin pump skipping when he tried to fill reservoir and customer has to manually push unit of insulin to make insulin pump work. Customer stated insulin pump was louder during rewind. The device will not be returned for analysis.